Event description:
Additional information received from a healthcare provider via a clinical study reported there was no notation in the emr or operative report as to the cause of the catheter break/cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal (2000 mcg/ml at 900.2 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient arrived for a regular refill and complained of increased spasticity. The patient said he felt the pump was just not working and asked that it be evaluated. The nurse practitioner was unable to remove fluid from the side port and scheduled a computerized tomography (CT) of abdomen/pelvis to look for catheter discontinuity. The CT scan without contrast gave results of fractured baclofen 'pump' near the level of entry at the right s1 level with approximately a 10cm segment of discontinuity from remaining intradural portion. The device diagnosis was catheter break/cut and the clinical diagnosis was baclofen underdosing. Interventions included explanting and replacement of the catheter on (B)(6) 2017. The event resulted in in-patient or prolonged hospitalization. The outcome was noted as resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure. No further complications were anticipated/reported.